Event description:
It was reported that the customer received a button error alarm on the insulin pump and none of the buttons were responding. The customer's blood glucose level was 2.4 mmol/l. The insulin pump was neither bumped nor dropped and the buttons were not pressed for longer than three minutes. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump was received with cracked case at display window corners, battery tube threads, reservoir tube lip, broken belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.